Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon inflated once for about 3-5 seconds. The device was removed completely from the patient's body.

Manufacturer narrative:
B5 describe event or problem has been updated

Manufacturer narrative:
B5 describe event or problem has been updated. Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 5mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon inflated once for about 3-5 seconds. The device was removed completely from the patient's body.